Manufacturer narrative:
Correction: h.1.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis (previously reported as a catheter infection). The patient was reportedly non-compliant resulting in the patient being transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequencies unknown). The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. While hospitalized, the nephrologist decided the patient was no longer a good fit for ccpd, and his pd catheter (not a fresenius product) was surgically removed (date unknown). A temporary (due to clogged vessel issues) femoral hemodialysis (hd) catheter (not a fresenius product) was surgically placed, and the patient was transitioned to hd for rrt without reported issue. The patient remains hospitalized in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to non-compliance with several aspects of the treatment including not wearing a mask, not washing his hands, skipping medical appointments and reusing supplies (ongoing issue with ordering supplies). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd while hospitalized and will not be returning to pd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic(s) therapy, and the patient¿s transition to hd for rrt. The pdrn attributed causality to non-compliance with several aspects of the treatment including not wearing a mask, not washing his hands, skipping medical appointments and reusing supplies (ongoing issue with ordering supplies). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis (previously reported as a catheter infection). The patient was reportedly non-compliant resulting in the patient being transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequencies unknown). The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. While hospitalized, the nephrologist decided the patient was no longer a good fit for ccpd, and his pd catheter (not a fresenius product) was surgically removed (date unknown). A temporary (due to clogged vessel issues) femoral hemodialysis (hd) catheter (not a fresenius product) was surgically placed, and the patient was transitioned to hd for rrt without reported issue. The patient remains hospitalized in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to non-compliance with several aspects of the treatment including not wearing a mask, not washing his hands, skipping medical appointments and reusing supplies (ongoing issue with ordering supplies). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd while hospitalized and will not be returning to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis (previously reported as a catheter infection). The patient was reportedly non-compliant resulting in the patient being transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drugs, dosages, durations, frequencies unknown). The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. While hospitalized, the nephrologist decided the patient was no longer a good fit for ccpd, and his pd catheter (not a fresenius product) was surgically removed (date unknown). A temporary (due to clogged vessel issues) femoral hemodialysis (hd) catheter (not a fresenius product) was surgically placed, and the patient was transitioned to hd for rrt without reported issue. The patient remains hospitalized in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to non-compliance with several aspects of the treatment including not wearing a mask, not washing his hands, skipping medical appointments and reusing supplies (ongoing issue with ordering supplies). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd while hospitalized and will not be returning to pd therapy.